Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-mar-2019 with the following findings: a review of the pump black box data indicated frequent replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, current draws measured within specifications. The pump was exercised for 12 hours and no alarms occurred during testing. The complaint of a battery life issue was not duplicated during investigation.